Manufacturer narrative:
The received products were visually and manually tested together with a trained quality assistant; no deviations were identified. The coating/friction was in conformity with norms, there was no crack visible or touchable, the transition between the inner and the outer catheter is smooth, the tip and the eyes are perfect, in conformity with norms and the catheters did not part into two. A recheck of the product documentation for this lot number did not reveal any norm deviation that could be related to the complaint. Complaints such as this is a new issue with this product line. The complaints are monitored closely for a forming trend and reported to management on a monthly basis. Production has been informed.

Event description:
According to the information received, the catheter had split in two parts and the tip of the catheter stayed in the patient's urethra. They removed the tip in cystoscopy. This happened in a hospital. The patient did catheterization by himself at the psychiatric ward. He had been taught to do intermittent catheterization (ic). This was not a first time user. The patient had approximately one year experience from ic. The patient was able to follow clear instructions for use and had experience how to use ic and the catheter. The user had a little pain, no bleeding from the urethra. The patient was already hospitalized at the same hospital as the cystoscopy was made. He was hospitalized at the psychiatric ward and the cystoscopy was made at the surgical clinic in the same hospital. After the cystoscopy and catheter tip was removed the patient went back to the ward. He continued ic with speedicath standard.